Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4)

Event description:
The patient was not feeling well, got up and collapsed on the floor at his home. The ae diagnosis is listed as heart disease. Coroner came to subject's house and pronounced subject dead. Due to the severity of his heart disease, the subject to transferred directly to the funeral home. The coroner's report is not available as of (B)(6) 2016. Should additional information become available, this event will be updated.